Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Unknown no part number provided. No part number reported, hence no 510k number can be provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: drill bit broke during application over the guide wire. The device was being run an ao coupling. This is 2 of 2 reports for this event.

Event description:
Drill bit snapped during use, some metal remained in the patient. Screw deformed during insertion in new location after appropriate drilling. Patients bone is young and dense. Wire snapped during extraction post successful screw insertion.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device was returned, no lot number was provided and a review of the manufacturing and raw material papers can not be completed. The investigation is ongoing.